Manufacturer narrative:
The keyboard was received and evaluated. A visual inspection of the returned unit was conducted and it was noted that there was evidence of contamination as a result of fluid ingress on the pcba. The unit was attached to the failure investigation test ventilator, and functionality tests were performed, as detailed in the 840 ventilator service manual. The keyboard keys were found to be unresponsive. The unit powered up normally, and no errors were recorded in the diagnostic logs. Calibration and tests were performed successfully, and without any errors. The unit was set into normal ventilation mode. During ventilation the ventilator generated a graphic user interface (gui) inoperative condition error code, generated in the diagnostic log. The contamination is a result of fluid ingress originating from cleaning products entering the gui housing. This is a known issue. Contamination as a result of fluid ingress can lead to a breakdown in the insulation on the printed circuit board leading to a short circuit condition. If a short circuit condition should occur for a two minutes interval during ventilation, the ventilator will generate a gui inop condition. The gui key stuck error code will be logged in the gui diagnostic logs. A high priority visual and audio alert will enunciate. The ventilator will continue to operate at the last entered settings. The conclusion is the root cause was due to contamination as a result of fluid ingress into the device.

Event description:
It was reported by a customer in the (B)(6) that, during patient use, the 840 ventilator keyboard became inoperative. However, there was no change in therapy or treatment, and no change of ventilator. There was no reported patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and found the keyboard to be incorrectly installed. Consequently, liquid was running behind the keyboard damaging the printed circuit board (pcb), and resulting in unresponsive keys. The cse replaced the printed circuit board (pcb) keyboard to resolve the issue. The unit passed all tests and calibrations, and it was observed to be operative within manufacturing specifications. (B)(4).